Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03145. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the additional information, the potential cause has been determined to be due to the following: since the tarlet could move to the home position due to a poor motor when the power was turned on, it was presumed that it had failed to initiate normally. It was presumed that the device has been in progress for more than 14 years since its delivery, and that the tarlet motor has deteriorated due to its long-term use, resulting in failure.

Manufacturer narrative:
The asset return xenon light source was evaluated and when the light source was turned on, the turret was unable to automatically return to the home position. This likely caused no light to be emitted from the unit and a flashing front panel. When the turret was manually rotated a light reading was able to be obtained. Based on the physical evaluation, the potential cause turret failure could be attributed to a bad motor. The asset light source was repaired and returned to stock. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center became aware that during inspection of the xenon light source, the illumination did not emit as the internal turret was displaced. There was no patient involvement reported.